Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information from uno legal litigation with an allegation of asthma (new or worsening), cancer and prostate cancer. There was no report of medical intervention and will be reported as a serious injury and product problem. The device has not been returned to the manufacturer for investigation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a legal representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The following sections have been updated to reflect the new information provided: a1, b1, b2, b3, e1, g2, h1 and h6.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was seven error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. During the evaluation, secondary findings was observed, and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h6: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.